Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer had high blood glucose and insulin pump received power loss alarm, power error detected alarm and insert battery alarm. The customer¿s blood glucose level was up to 400 mg/dl. The customer went to CT scan two weeks ago and was wearing insulin pump that time. The customer reported that she was not getting basal. The customer¿s husband reported that the customer¿s blood glucose level went down to 77 mg/dl. The insulin pump will not be returned for analysis.